Event description:
It was reported that during the implant attempt, the atrial lead was repositioned twice, and during the second attempt at positioning, it was no longer possible to deploy the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was distorted, and the connector pin was bent. Blood was found in/on the helix/lobe mechanism and the helix was disengaged from the helical channel. The lead appeared to be damaged at implant. The analyst noted that the lead was received with the helix fully retracted. The helix had been over-retracted, which most likely contributed to the helix issue. When the helix was retracted during the procedure, the is-1 connector pin was turned and excessive number of times, resulting in distortion of the distal conductor within the connector.